Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 2-3. During positioning, the tip of the anterior leaflet got caught twice on the frictional elements of the gripper. The leaflet was freed using standard troubleshooting. During deployment steps, as the o-ring was removed, a knot formed in the lock line. Part of the lock line had to be cut off to complete the deployment steps. The clip was deployed, reducing mr to grade <1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported knot (material deformation) appears to be related to user technique as the lock line became knotted during the lock line unwrapping/removal process. The reported difficult or delayed positioning associated with the anterior leaflet getting caught twice on the frictional elements of the gripper appears to be related to patient conditions (degeneratively altered and frayed leaflet tip). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.